Event description:
I had facial fat loss after secret radiofrequency treatment at dr. (B)(6) office in CT. I was set for a package of three with her assigned nurses. The first and second treatments were done in (B)(6) of 2023. The third one was done in (B)(6) of 2023 and felt more painful. I had to ask the nurse to stop several times because it was so painful, and it felt like a burning pain. My eyes teared excessively and also kept leaking for days after the treatment. This side effect stopped after one- two weeks. I believe the provider went higher in depth for the third treatment to achieve better results. However, the next day after the inflammation went down, I noticed my cheeks looked flat and the area under my eyes looked sunken. At first, I did not want to report the issue. I waited several months to allow the treatment to "kick in " as I was told the result could only be seen after 6 months. Due to emotional stress, I was under as a result of the treatment, I did have the strength to report right away. After 8-9 months I reported the issues to the doctor, but she said it was impossible to melt fat with this device and that I looked better. However, I appeared haggard and tired by that point. I followed up with my regular dermatologist who concurred that something in my face had changed dramatically. I thought that I took the proper precautions by asking for experienced providers and I was told that nurse (B)(6) had lots of experience. However, after the complications I researched her and learned that she was a recent graduate and had only been with the practice for a few short months. Dr. (B)(6) put minimally trained nurses in charge of these machines. There are other individuals who also had issues with this practice due this insufficient provider training. I¿m concerned others may have the same problem. There is no accountability for this doctor. I have had to have many noninvasive treatments to help stimulate fat growth including exosomes, micro needling, chemical peels, lasers. However, after consulting with plastic surgeons, I would need to have a fat transfer and mid face lift to fully return to my previous face, but I cannot afford to do this. Please let me know if you need pictures. I have everything documented.